Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported to there was no product performance issue with the ipg or the rv lead. Premature ventricular contractions (pvc) were observed on external electrocardiogram (ECG).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that right ventricular (rv) lead capture was unable to be confirmed on the presenting electrograms (egm). The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.